Event description:
Info received indicates the siderail will not latch.

Manufacturer narrative:
The technician found material in the latch mechanism causing it to not latch. The technician cleaned the latch mechanism to repair the bed.